Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was to be used during a procedure (pt age unk; however over 18 years). According to the complainant, while unpacking the device, a bend was identified in the clevis. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).